Event description:
Chronic joint pain muscle aches fatigue and exhaustion, even after sleep hair thinning and excessive hair loss brain fog and memory issues digestive problems, including bloating, nausea, and intermittent diarrhea food sensitivities and intolerances that didn't exist prior rashes and itchy skin burning sensations in chest and other areas shortness of breath at times heart palpitations and increased anxiety dry eyes and mouth temperature intolerance and chills numbness or tingling in hands/feet sensitivity to light and sound menstrual irregularities swollen lymph nodes under arms autoimmune symptoms chronic allergies: urticaria, vertigo. Pt code: 1877; 1958; 1970; 1811; 2033; 4485; 2328; 1814; 2191; 2415; 1907; 1959; 4432; 2278; 2134. Device code: 2682; 2993. Reference report: mw5172850.